Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 298 mg/dl. It was stated that the events leading to his admission was vomiting. Troubleshooting was performed. The programming of the insulin pump seems to be correct. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.